Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 835 mg/dl. It was stated that the customer was getting no delivery alarms during the manual prime, and it appeared as though the customer never cleared the alarms. Troubleshooting was performed, and the insulin pump alarmed no delivery again during the manual prime. However, the insulin pump passed the prime test after changing the infusion set and reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.